Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported, "I am writing to you, and enclosing the attached, for your info. One cause of death on my mother's death certificate is "knee replacement surgery." It was your company that manufactured this product. I thought that you should that by this hospital's coroner stating this, that it's this hospital essentially saying that the procedure was the reason for her death. You may wish to look into why this hospital is, in a way, suggesting that this surgery is a cause for her death. It puts the blame on this procedure."